Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m. Blue plus valve (#fx804t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Event description:
Investigation has been completed, device was investigated.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damages of the valves were determined permeability test a permeability test has shown that both valves are permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test the valves were tested and the m.blue is adjustable, but the progav 2.0 is not adjustable to all pressure settings. Braking force and brake function test the brake functionality test has shown that the brake function of the m.blue operates as expected and the braking force is within the given tolerance. Internal inspection after dismantling of the valves, organic deposits were found in progav 2.0. Results based on our investigation results, we cannot determine functional deviations or other abnormalities in the m.blue. The product operated within all specifications. Furthermore, a non-adjustability of the progav 2.0 was detected. The visible deposits have led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.